Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to pain and instability. The head and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿interoperative and/or postoperative pain¿ and ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity.¿